Event description:
Clinical details noted while on support, patient experienced pink urine and slight drop in hemoglobin.

Manufacturer narrative:
Investigation summary: no product was returned for evaluation. Only event logs were retuned. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of the bleeding at access site was user related as suture and angle matching not initially applied helped resolve bleeding per clinical details. Optical signal issue. Data logs were reviewed and lt logs showed "placement signal not reliable" alarms #1036 and #130 on first day of pump support. Alarms resolved within 24 hours of triggering. No sustained alarms noted. No hard failures of the optical parameters were observed. Upon start-up of pump, snr drifts down over 10 hours before stabilizing for remainder of case. Contrast follows similar pattern with drifting up over same time period before stabilizing for remainder of case. Additionally, placement signal drifts up then drops suddenly to within normal limits and remains stable for remainder of case. The cause of the optical signal issue could not be definitively determined as no hard failures of the optical sensor were observed and no product was returned for evaluation. Device history review: per qn #(B)(4), pump sn (B)(6) from lot #1915040 did not pass post-sterile inspection due to product label legibility. Pump sn was reworked and re-inspected to pass post-sterile inspection. Per qn #(B)(4), pump sn (B)(6) from lot #1915040 did not pass post-sterile inspection due to hair in packaging, pump was reworked and sent for re-sterilization.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The physician called with a new placement signal not reliable alarm. Upon review on impella connect, the placement signal waveform was still present on the automated impella controller (aic) and looked to be in good condition. The customer service center was called who also agreed that the waveform still looked good. They suggested pushing in the white plug in to the aic to see if that would change it but it did not. Therefore, the audio for the alarm was disabled. Additionally, initially a hematoma was present and then blood started oozing from the groin site. Pressure was given and heparin was held. However, ultimately a suture was placed around the repositioning sheath and angle matching was corrected to better reflect a steeper angle.